Event description:
During the investigation of electrode belt sn (B)(4) for an unrelated complaint, a reportable problem was detected during servicing. The trunk cable connector was damaged. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the trunk cable connector was damaged. The cause for the damaged trunk cable connector cannot be positively identified but was likely due to excessive force. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.